Event description:
The customer stated that they received erroneous results for two patient samples tested with the elecsys total psa immunoassay on a cobas e 411 immunoassay analyzer. The first sample also had an erroneous result for the elecsys testosterone ii assay. The initial values were reported outside of the laboratory to medical personnel. The samples were repeated and the repeat results were believed to be correct. The first sample initially resulted with a psa value of < 0.007 ng/ml accompanied by a data flag. The sample was repeated, resulting with a psa value of 0.485 ng/ml. This sample initially resulted with a testosterone value of 2.50 ng/dl accompanied by a data flag. The sample was repeated, resulting with a testosterone value of 575.7 ng/dl. The second patient sample, from a (B)(6) male patient born on (B)(6), initially resulted with a psa value of < 0.007 ng/ml accompanied by a data flag on (B)(6) 2019. The sample was repeated, resulting with a psa value of 2.61 ng/ml. The patients were not adversely affected. The psa reagent lot number was 31571901, with an expiration date of 31-aug-2019. The testosterone reagent lot number was 30476004, with an expiration date of 31-may-2019. The field service engineer determined there was a liquid level detection failure. He checked, cleaned, and adjusted the sample probe. Serum buildup was found on the sample probe. He checked liquid level detection voltage and this was within specifications. He replaced a worn static brush on the sample disk. He noted that the humidity level in the laboratory intermittently drops below analyzer operating specifications. Operational and mechanical checks passed. The customer ran controls and all values were within the customer's specifications. For the last testosterone calibration performed on 22-jan-2019, the calibration signals were slightly higher than expected. For the last psa calibration performed on 22-jan-2019, the calibration signals are slightly lower than expected. Quality controls were acceptable, so no reagent issue was indicated. The sample was centrifuged at a lower time that what the tube manufacturer recommends. The investigation determined that the issue was resolved by the service actions.